Event description:
It was reported that the patient was to have an MRI of her lumbar area. It was initially stated that this was not device related. The pain was related to disease progression and was on the right side. It was preexisting prior to a change out of the patients system. It was then stated the pain on the left was migrating to the right side. The patient had their stimulator changed out due to normal depletion. The physician decided to explant the old leads as well and install an entire MRI safe system so the patient could get mris in the future. In addition, the patient had not had an MRI since 2001 prior to the first device. Since the implant of the new system, the patient was reporting the right side pain was worse, also stated to be getting progressively worse. The left side was being managed by the new stimulator. During the implant of a new system, they were unable to test the right lead for stimulation c overage (due to anesthesia/health status concerns). Once the system was turned on in recovery, the left side worked perfectly but the patient could not feel stimulation on the right side. Ten days after implant she was at the healthcare provider¿s office and reported that the implantable neurostimulator (ins) never worked for the right side since it was implanted. The new implant had wires going through the right but it didn¿t work for her right side even though the wires were going to the right side. The patient stated maybe they didn¿t implant the wires right. It was felt that there was good midline placement of the right lead. Hence, this was the reason for MRI to determine what was going on in that area. It was later noted that the patient¿s doctor gave them an epidural for the leg pain and was noted as doing much better since. However, she had to go back to the hospital in (B)(6) 2014 and they tried to fix it. They said ¿oh well, it¿s not working on the right side.¿ it was noted her right leg didn¿t work and she was told she had to have back surgery and she was sent home and they wanted to set up back surgery, but then she was told she didn¿t need back surgery. The patient also reported she got out of bed and couldn¿t stand on her leg and fell and broke her right hip because the implantable neurostimulator (ins) didn¿t help with the right side, and the right side didn¿t work. The patient then went to the hospital and had hip surgery which at that point the ins was turned off. When she came home from the hospital she had to turn the ins on because she couldn¿t walk without therapy on. Now she couldn¿t get out of the house and get to the healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up reported that the patient received assistance from her health care provider or manufacturer representative and her concerns were resolved. Should additional information be received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).